Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the lead had dislodged after being implanted. The lead was explanted and replaced. The patient was stable during and post procedure.